Event description:
Pt had bilateral augmentation mamoplasty in 1988 and replacement of right implant in 1989 with open capsulotomy. Underwent open capsulotomy again in 1990 on the right with maintenance of the same implant. On 1/30/97 underwent implant exchange on the right.